Manufacturer narrative:
The reported events were unable to implant, dislodgment, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported event of a helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the dried body fluids in the helix housing. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It is reported that during implantation, the right ventricular (rv) lead cannot be fixed when placed in the right ventricle. The physician tried to change the lead position in the heart cavity many times, but still failed. The rv lead dislodged every time it was placed. The doctor replaced another wire to complete the operation in the same procedure on (B)(6) 2022. The patient was stable throughout.